Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI:(B)(4).

Event description:
It was reported that the patient experienced severe pain beginning at his upper back incision to the right shoulder, extending down the arm to his fingers. The nurse practitioner noticed sensitivity at the incision site along with redness. The patient antibiotic regimen was extended.